Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection verified the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 6 of 13.